Event description:
Patient had multiple red heart alarms during hospitalization with ventricular assist device (vad) pump stopping, rpm zero, speed zero on monitor. Alarms resolved by changing system controller. Surgeon, vad team and manufacturer consulted - suspected driveline electrical shortage causing alarms/pump stopping. Manufacturer performed external driveline repair that appeared to resolve red heart alarms. One additional red heart alarm post driveline repair while on pbu. Modified power base unit (pbu) cable provided (floating ground) by manufacturer. No further red heart alarms on batteries or modified pbu cable. Patient and wife re-educated on red heart alarms, changing system controller, and emergency procedures - verbalized understanding. Decision is not to change the vad. System controller retained by manufacturer. Manufacturer response (as per reporter) for vad, (brand not provided)manufacturer involved in examination of alarms, also examining patients original system controller. Vad team works closely with manufacturer.